Event description:
Impedance measurements on all unipolar and bipolar pairs were between 1,000 and 3,000 ohms. Default test values were increased to 2v and impedances re-checked. Case and electrode #3 greater than 4,000 ohms. The device remained implanted and the final check "looked good". Further information is being requested from the hcp.